Event description:
Original date of surgery in 1998. Allegedly base plate (left knee) cracked on medial side from anterior to posterior. 3 weeks ago, pt had terrible pain. Pt did great before that. Allegedly x-rays shows line in back part of locking detail.